Event description:
It was reported that at the pt's last refill session a volume discrepancy occurred; the actual residual volume was more than the expected residual volume. The pt stated that there seemed to be times when the pt's pump stopped delivering medication and then they would experience a return in pain. There were other times where it seemed like the pump was delivering too much medication which caused the pt to feel tried and "knocked out". A catheter dye study was done and no problems were identified to the pt. The pt stated that at one time, they had felt the pump move and that their hcp thought that the pt's pump may have flipped. The pt was told that "they have a lot of space there." The hcp had thought that the pt might also have scar tissue that was blocking the medication. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).